Event description:
Customer reported that pump button was extremely difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and technical support planned to follow up for more details.